Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery test due to the prime anomaly. The insulin pump passed the basic occlusion test and displacement test.